Event description:
During an open colon rectum resection procedure, during the rectum resection, the surgeon used the device with a tr45b cartridge and the device worked properly. At the second application, after having reloaded the stapler with another tr45b, the device cut but did not suture. The surgeon had to complete the operation by hand with many difficulties. The patient had heavy bleeding and a blood transfusion. The operating time was extended two to three hours. During the closure of the jaws, a strong crack was heard.